Event description:
It was reported that during priming, the oxygenator leaked out of the diacon port. It was removed and not used on a pt. Ref: # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. The manufacturer has not received the device for investigation. A request to obtain the device was issued. Once the device became available, the investigation will begin to determine the root-cause. A supplemental medwatch will be submitted when further info becomes available.